Manufacturer narrative:
There was severe calcification and no tortuosity. The device was inspected prior to use with no issues noted. There was 70% stenosis prior to pre-dilation, 50% after pre-treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion in the mid lad. It was reported that the device was introduced into the guide catheter and the stent was unable to cross the lesion. The stent was removed from the patient and raised struts were noted. No patient injury reported.